Manufacturer narrative:
Updated to serious injury.

Event description:
New information received states that surgical intervention is anticipated in the near future to help resolve the issue. No further information is available.

Event description:
New information received states that the device was explanted and a new device was implanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that the patient controller was displaying replace generator message indicating that the implantable pulse generator had premature battery depletion. No further information is available at this time.